Event description:
The complainant reported that the patient on impella 5.5 support developed gastrointestinal bleed. Therefore, systemic heparin was withheld. Additionally, the patient became tachycardiac. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
A4 and a5, ethnicity, are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.